Event description:
Customer called to report the pump's driver arms were not locking nor staying in place. It was stated that the driver block moved freely across the lead screw. Customer denied the pump had been bumped, dropped, or exposed to moisture.